Event description:
The patient was admitted to the hospital on (B)(6) 2015 for reasons unrelated to her devices or therapy. The patient was wondering what her prescription in a 24 hour period was because the hcps (healthcare professionals) in the hospital were denying her cares because they felt the patient¿s issues were related to the pump and not a medical issue. They felt the patient was getting too much pain medication. The patient didn¿t feel that this was the case. They were not giving her anything for pain. The patient asked most recently on (B)(6) 2015 and was not given any. The hospital hcps told medicare that the medication in her pain pump was the reason the patient had pain, vomiting, and diarrhea. The patient¿s symptoms started right after her surgery to implant her ¿bp shunt¿ in (B)(6) 2015. The device system was delivering dilaudid. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).